Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urinary tubing; where it enters the urine meter, is very soft and bends easily obstructing the flow of urine into the bag. The problem is allegedly resolved by carefully arranging the tubing; however, the potential for obstruction remains present.

Manufacturer narrative:
Received photo sample for evaluation. The pictures confirmed a kink on the inlet tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the urinary tubing; where it enters the urine meter, is very soft and bends easily obstructing the flow of urine into the bag. The problem is allegedly resolved by carefully arranging the tubing; however, the potential for obstruction remains present.